Event description:
Baxter product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding an unrelated issue. The hp stated that they have peritonitis and they were started on an antibiotic on (B)(6) 2012. The cause of the peritonitis was from their cat biting the tubing on the heater line. The hp stated they went to the clinic and they were not hospitalized for the situation. No further information available. Follow-up was performed with the home patients registered nurse on (B)(6) 2012. The rn stated the client experienced cloudy effluent on (B)(6) 2012 and was started on tobramycin 80mg loading dose followed by 40mg (ip) intraperitoneally daily (length of antibiotic is pending culture results). The home patient has been informed about keeping his animals away from his equipment a number of times and chooses to ignore the instructions from the clinic. On (B)(6) 2012 follow-up was performed with the hp's rn to determine the home patient's effluent culture results. Per the rn, the home patient's culture came back showing pasteurella multocida (a gram negative bacteria found in cats). The home patient was treated with ceftriaxone 1 gram intraperitoneally. The hp's final dose is scheduled for (B)(6) 2012. The hp's repeat cell counts were performed on (B)(6) 2012 and showed the peritonitis was cleared. (The rn did not have the hp's chart in front of her and the exact numbers are unknown). The patient continues on peritoneal dialysis and was retrained on the importance of keeping his cats away from his therapy set-up.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, the nurse reported a breach in aseptic technique due to the hp's cat biting the hp's pd tubing. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.